Event description:
It was reported by dealer that when the down button is hit on the control it goes down, but when you stop pressing the lift down button the lift continues to go down. The dealer has no further information to provide. The dealer stated the unit will raise and lower on its own. The dealer spoke with tech services and the dealer believes it is the controller, but will take a pendant along. The dealer did not mention any injury or property damage reported.